Event description:
Additional information from rep indicates that root cause of infection remains unknown. The plan is to eventually do a device replacement procedure once it is safe to do so.

Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial # (B)(6); implanted: (B)(6) 2015; explanted: (B)(6) 2025; product type extension product ID 3708660 lot# serial # (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2025; product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2025 product type extension. Product ID 3708660 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 29-jan-2019, UDI#: (b))(4) ; product ID: 3708660, serial/lot #: (B)(6), ubd: 24-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient has infection in chest pocket. Implantable neurostimulator (ins) and 2 extensions were explanted. Manufacturer representative (rep) also reported the issue has not resolved.

Event description:
Additional information received from rep that they were told by surgeon that it will take 8 weeks with antibiotic treatment to clear infection. A decision on a reimplant cant be determined until infection is resolved.

Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2025- product type extension. Product ID 3708660 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.